Manufacturer narrative:
This event was confirmed as manufacturing related due to lumen to lumen damage. Inspector received a silicone temperature sensing catheter without packaging. An attempt was made to fill the catheter balloon with a methyl blue solution (3 drops 1% aq methylene blue per 100ml distilled water) but an immediate leak occurred at the drainage funnel and out of the eyelets indicating lumen to lumen damage. The balloon was dissected to find the inflation notch perforating both lumens. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon ruptured. The balloon was infused with water under 10cc.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon ruptured. The balloon was infused with water under 10cc.